Event description:
On (B)(4) 2012, customer reported that the dxc 600 (sn (B)(4)) instrument generated an erroneously low glucose glu cartridge result for one patient for numerous sample draws during the day when compared to other methods. Customer stated the patient was already in liver failure when admitted to the hospital at the time the blood samples were drawn. This event occurred on 2 different dxc 600 instruments in the lab. This MDR relates to dxc 600 (sn (B)(4)). MDR 2050012-2012-00706 relates to dxc 600 (sn (B)(4)). Customer stated that erroneous results were not reported outside the laboratory. No service call was initiated or generated as this seems to be a sample specific event. Failure mode is unknown, but as previously noted, it appears to be a sample specific interference effect. Customer acknowledged the photometric response of the instrument with respect to a very high icteric index value and a high total bilirubin value consistent with the visual appearance of each sample from this patient. Customer also acknowledged our IFU labeling for glu cartridge with respect to bilirubin interference. Customer is not using the gluc modular oxidase method on her instrument. Without the samples or patient medication list, no further investigation can be performed. Customer was satisfied with beckman coulter's response. See patient data test results for specific data relating to this issue.